Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: on investigation, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Battery compartment cracks were found near the top of the compartment and below the grip pad. Review of black box data did not found evidence of time/date reset to default after pump reboot. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. Upon removal of the primary aa battery, the pump would not retain the user programmed date and time settings. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.